Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. Device received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No frozen screen anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received keypad anomaly, insulin flow blocked alarm as well as frozen display. Customer¿s blood glucose level was unknown. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. . Customer reports the time clock did not advance. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display reoccurred. Customer reports the screen was not completely blank. Customer stated that the alarm occurred during the time that the buttons were not responding. Customer was not able to successfully clear the alarm. Insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer stated that the insulin pump screen turned off. Customer was not able to clear the insulin pump errors, power loss alarm and program insulin pump. Troubleshooting was performed. Advised the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.